Event description:
Caller reported a malfunction on pump, which displayed malfunction code "malf 0," and a fault ID was available. There was no adverse impact to customer's blood glucose level. Cts provided instructions to reset pump; however, malfunction code recurred after reset, leading to decision to replace pump. Customer will use mdi as backup therapy and was advised pump with updated software would be provided. Caller was instructed to place pump in storage mode and return it to tandem using provided materials, with understanding that return must occur within 10 days to avoid charges. A replacement pump was sent to caller, who will need to program settings and connect cgm to the new device.